Manufacturer narrative:
No samples were received for evaluation. Received customer picture. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint and picture to our affiliated headquarters in (B)(4) from which we receive this product. According to their investigation and comments, a review of the production documentation indicates no deviations. No abnormalities occurred during in process control that might affect the function of the product. No irregularities were detected during final goods inspection, which includes functional testing. The complaint cannot be determined.

Event description:
Customer states "I had another needle separate from the hub yesterday morning. As I inserted the blue tube into the hub, the needle detached and slid deeper into the patient's arm. No severe injury documented."